Manufacturer narrative:
(B)(4).

Event description:
Hemostats were used to remove visible pieces of the device in the puncture tract, and manual pressure was held to achieve hemostasis.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the returned sheath tubing had been fractured and was returned in four sections; the fractured tubing continued to crack upon manipulation. An image was also received from the customer. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. Although the exact cause of the sheath damage remains unknown, the sheath damage is consistent with exposure to ultraviolet light and subsequent material degradation. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
An 8f angio-seal sts plus was deployed but the tip broke off leaving pieces inside of the patient. The particulate was able to be extracted from the patient while using a non-sjm vascular closure system to seal the puncture. The patient did not have any further consequences. It was reported the device was not stored near any ultraviolet light sources.